Manufacturer narrative:
Incident sample has not been received. The device history record for this product code has been reviewed finding no anomalies to be documented. A thorough investigation could not be performed without the incident sample. Medical evaluation by the kimberly clark medical director is as follows: immediate peri-procedural failure may be a result of many factors including improper sizing, inadequate balloon inflation, damage to the balloon either prior to use or during placement especially if the patient is thin and needles or graspers are utilized which could create punctures. If the stoma site has not been established (this takes up to several weeks) it is necessary to return to the ir suite or operating room for safe replacement. In-process evaluation of the manufacturing for this product code found no tools that could cause this type of damage. New functional inspection methods of pipes devices have been implemented to identify pinholes or splits on the feeding tube lumen. A follow-up report will be sent if additional information becomes available. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
It has been reported by a kimberly clark sales representative that a tube placed in a patient in 2008 started leaking and needed to be replaced within two days. It was reported that there was allegedly a slit of 5 inches above the balloon. There was no report of serious injury or death as a result of the product problem. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.